Event description:
Consumer called to report reading of 219, treated accordingly with pump. One hr later, he needed med attention for low blood sugar reading (23). Paramedics were called for assistance.